Event description:
Reported as: "leakage at the connection. Point between port and band, puncture spot highly pricked over/punctured."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The serial number initially provided by the reporter was found to be inaccurate and was associated with the replacement port. The product associated with the serial number provided was not manufactured for use until 2007. The correct serial was asked for by inamed and has not been provided. Analysis of the device found an opening in the port tubing between the stainless steel connector and the injection site. The opening is consistent with puncture by a needle and may be the source of the leakage. Analysis also found a non-penetrating nick across the port septum. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been make to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."